Manufacturer narrative:
The investigation for the reported sleeve damage and pump thrombus has been completed. Evaluation of the returned product confirmed that the sterile sleeve was detached from the distal lock. A kink in the cannula was noted proximal to the outflow cage. A clot was noted in the inlet. The data logs provided for reviewed and showed no high motor current alarms. Multiple instances of 'preventing retrograde flow' alarms were noted. The root cause of the thrombus noted on explant was most likely due to patient condition. The root cause of the damage to the sterile sleeve was most likely excessive force as it was reported that the physician had difficulty with resistance during the pump's removal. The instructions for use provides details on how prevent thrombus formation in the pump. It states the following: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 82yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during removal of a pump, the physician encountered resistance. A clot was noted in the inlet. Additionally, the sterile sleeve was detached from the distal lock closest to the red impella plug. There was no patient harm reported and the pump remained on for support of over 234 hours.